Event description:
The pt called lifescan and alleged that their meter was reading inaccurately low. The pt reported obtaining two results on their meter of 97 and 98 mg/dl. After testing, they reported symptoms of a headache, blurry eyes, and shaking. They went to the hosp and their blood glucose was tested on the hosp device; the result was 204 mg/dl. They were given a shot of insulin while there. They did not report the actual time difference between their meter's result and hosp meter result. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed. The pt performed a check strip test, which passed. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A result of 204 mg/dl is not defined as a serious injury. A replacement meter and testing supplies are being sent to the pt.